Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 579 mg/dl; suspected cause was an unspecified issue with the pump supplies. A supply change was performed, a correction bolus was delivered, a manual injection was administered and water was consumed to address bg. No issues were observed with the pump supplies at the time of the supply change. Reportedly, the customer had been using the pump supplies for 3 days. Tandem technical support advised the customer to change pump supplies every 2 days to stay within labeling.